Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer states that he is disappointed in the insulin pump. The customer work outside a lot and he said that the screen is hard to read. The customer's blood glucose level was unknown mg/dl. The customer said that he has been having some low readings and the sensor did not alert him of the low blood glucose. The customer reported for documentation only.